Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). Onsite functional and visual examination was performed by the manufacturer representative. The monitor was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The monitor was returned to the manufacturer for analysis. Analysis could not confirm the reported issue. When connected to a test system the monitor functioned as normal.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the navigate task of a sacroiliac and thoracolumbar procedure, the monitor went black on the camera cart and went back on. The monitor then ended up going completely blank. The site proceeded with the other monitor. There was no delay to the procedure. There was no reported impact on patient outcome.